Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 553mg/dl. The customer was treated for their blood glucose with syringes. The customer stated they received a no delivery alarm. The customer was taken off the insulin pump at the hospital. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.